Event description:
It was reported that the implant frame was suspected to be bent. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient came in for their 45 day transesophageal echocardiogram(tee) follow up procedure and the imaging showed that the device had no leaks and was still in an acceptable position. At this time the patient was started on a medical regimen of only aspirin. The patient came in for a one year tee follow up procedure. At this time the tee imaging showed that the closure device frame looked to be broken and bent; however, it could not be concluded that it was fractured. It was also noted that there was presence of blood observed in laa, so it was concluded that endothelialization did not occur. There were no patient complications or consequences that occurred as a result of this event. The physician did not perform any intervention and no adjustments were made to the patients medication. The patient will continue to have follow up visits.